Manufacturer narrative:
Continuation of d10: product ID# 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #:(B)(6). B3. Date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having problems recharging the ins. Pt stated that they reset the controller, however they kept getting error message system problem rm03. Pt stated that it would take ten to fifteen times of trying to get the equipment connected to the ins, however then the connection would be lost. Pt stated that it had literally been a pain. The pt was instructed to clean the recharger connector pins, however pt stated that the recharger cord was getting hot again where the cord went into the paddle. Pt stated that the recharger had been replaced once before about a year ago. Pt stated that they had to lay down on the recharger and hold the recharger cord where the cord went into the paddle in order for the connection to be made between the equipment and the ins. When asked for the event date, pt stated that they did a trial of a nevro device from thursday august 4th through friday august 12th. Pt stated that the nevro device was a higher frequency than the mdt device. Pt stated that they had turned the mdt ins off for the trial of the nevro device, but they started having prob lems a couple days before the nevro trial. Pt stated that they had the nevro leads taken out friday, so they went to turn the mdt ins back on saturday when they really started having a problem. Pt stated that they were trying to get the mdt ins charged again since they were miserable again. Pt then stated that the issue started at least a week before august 4th. The issue was not resolved. An email was sent to the repair department to replace the recharger.